Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient is reportedly experiencing decreased performance. Programming adjustments were made. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section g.3. Advanced bionics considers the investigation into this reportable event as closed. The date of the last final report is corrected to april 10, 2025. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.